Event description:
Hcp reports a pt's pump was explanted due to being "defective". The pump was returned to the MFR for analysis. The drug used in the pump was morphine. The exact date of explantation was not reported. No pt symptoms were reported. Add'l info has been requested from the hcp, but was not available on the date of this report. A follow up report will be sent when add'l info is rec'd.

Manufacturer narrative:
H6 - preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.